Manufacturer narrative:
Literature citation : katsuhisa yamada, tomomichi kajino, takahisa umemoto, tsutomu endo, yohei sodeyama "treatment outcome of treatment for lumbar spinal stenosis with vertebral fracture in middle and lower lumbar - usefulness of tlif short fusion with the use of the capstone control cage" mean age: 68 years. 1 male and 3 female. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that four patients who had lumbar spinal stenosis at l3-l5 underwent spinal surgery with interbody cage. Of these three underwent a single level tlif, the one patient with spondylolisthesis at adjacent vertebrae underwent two level tlif. As post-op complications, one cage subsidence was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.